Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility and not returned to the manufacturer for review; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during repositioning of the fourth coil, the coil became stretched. During an attempt to ease the coil out with a snare, the coil continued to stretch and then detached from the pusher wire. There was no reported patient injury. There was no formation of thrombus; however, the patient was placed on dual antiplatelet therapy post-procedure.